Manufacturer narrative:
The field service representative replaced the pinch tubing, sipper, and sipper tubing. He decontaminated the fluidic path and performed adjustments. He conditioned the electrodes and removed and cleaned the acrylic block. He performed ise checks with no errors and ran precision with no errors. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results from one patient from the cobas 6000 c (501) module. The initial sodium result was 109 mmol/l and the repeat result was 134 mmol/l. The initial chloride results was 131.7 mmol/l and the repeat result was 102.7 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.